Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to placement difficulty. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to placement difficulty. Decision was made to try a new lead after 3 repositioning attempts.